Event description:
During a lap cholecystectomy, the doctor fired the device on the cystic duct which resulted in a scissored clip. He tried again and got the same result. A new device was opened and got the same results. A third was opened to complete the case. No pt consequence. Devices were discarded.